Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose value was 530 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer also reported that the insulin pump had insulin flow blocked alarm. The troubleshooting was performed for insulin flow blocked alarm and resolved by complete set change. The insulin pump will not be returned for analysis.